Event description:
The surgeon performed an si joint fusion by placing ifuse implants on (B)(6) 2010. A post-op CT scan showed that the proximal of the three implants was not impacted deeply enough and that the second implant was somewhat short. The pt had no neurologic complaints, and no complaints of radiating leg pain. The decision to revise the implants was made strictly to optimize the chance for stability and fusion of the si joint. On (B)(6) 2010, the surgeon performed a revision surgery to impact the proximal implant an add'l 5-10 mm. He removed the second of the three implants and replaced the implant with an implant 5 mm longer. The pt had good results from this procedure. She had the opposite si joint treated with (B)(6) 2011.

Manufacturer narrative:
The pt had no neurologic complaints and no complaints of radiating leg pain associated with the implants being proud and short. The revision surgery was performed to optimize stability of the construct and to optimize fusion of the si joint. Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA# (B)(4).